Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur. The pump was confirmed to be safe for continued use, and the customer was advised to contact technical support if the malfunction code reappears.